Event description:
The patient experienced a shock while walking past a store theft detector with her implantable neurostimulator on. The patient stopped feeling stimulation afterwards. The patient was unable to communicate with the device. The patient was seen by her hcp 5 days later. She charged her neurostimulator for 8-9 hours after the clinic visit. When she tried to use the device, it was in a power on reset condition; a 'call your doctor' icon was displayed on the patient programmer. The patient was seen by a field representative, who cleared the power on reset condition. The patient was able to recharge completely and resume therapy.